Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the deployment knobs removed. The device was received with the capsule partially closed. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. Voids are observed along the proximal end of the capsule. The capsule appears bent or bowed. There is one tab detached/missing from the male deployment knob component. Conclusion: the device was returned to medtronic and received with the deployment knobs detached thus confirming the reported event. There is one tab detached/missing from the male deployment knob component. Voids were observed along the proximal end of the capsule. The capsule appears bent or bowed. Voids, which indicate delamination between the capsule outer polymer and the nitinol frame, typically occur when the capsule is subjected to a bending force. A void may occur over the spindle/paddle interface if a valve has been misloaded. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this 29 mm transcatheter bioprosthetic valve, while loading the valve and rotating the blue deployment knob of the delivery catheter system (dcs), the knob split into two pieces at approximately 30% of loading the valve into the capsule. No other function of the dcs was impacted and the partially loaded valve was deployed outside of the patient. The dcs was not used. The same valve was loaded onto a second dcs and successfully implanted. No adverse patient effects were reported.